Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far r wave oversensing was observed via merlin.net transmission. Programming changes were recommended. No further information available.